Event description:
Refrence number (B)(4). Event occured in saudi arabia. It was reported that the patient experienced an adhesive malfunction on (B)(6) 2026, with the tape not adhering properly on the first day of insertion. No further information is available.